Manufacturer narrative:
Results: the pet lock was slightly separated on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. Further evaluation revealed the pusher assembly was kinked and the pet lock was slightly separated. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil through the rotating hemostasis valve (rhv) into the non-penumbra microcatheter despite being able to advance the smart coil out of the introducer sheath on the back table; therefore the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.